Event description:
It was reported that during pocket closure, the patient developed respiratory compromise and required intubation. It became more difficult to ventilate the patient and there was evidence of partial collapse of the right lung with either a pneumothorax or effusion. A chest tube was inserted and clear pleural effusion was drained from the chest with re-expansion of the lung. The patient was transferred to the intensive care unit for monitoring and further care. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.